Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was over 300 mg/dl and an insulin injection was used to address the high bg level. Tandem technical support had the contact perform a system check and the occlusion was found within the cartridge. The contact changed the cartridge and successfully resumed insulin delivery.